Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon was broken. The procedure was completed successfully without any patient complications.